Event description:
A sales rep present in the surgery room sold a product called primatrix tei biosciences to be used to close a fascia defect in someone with suspected chronic exertional compartment syndrome in which the company manufacturer website claims it was not meant to be sold except as a skin graft to be used on the skin for wound healing and that is entirely contraindicated for the condition. The product wasn't supposed to be sold. There was no consent via consent form for the implant and it was contraindicated for the present condition.